Manufacturer narrative:
The endowrist stapler 45 instrument and stapler 45 reload involved with the reported event have not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument and/or reload(s) are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. The system logs reveal that during the first install of the endowrist stapler 45 instrument, nine consecutive incomplete clamps occurred with a blue stapler 45 reload installed. The surgeon was able to successfully clamp with the instrument during the tenth clamp attempt. The subsequent firing attempt failed at 36% completion. The instrument was used to fire three more green stapler 45 reloads. During that time, the surgical staff encountered 2 additional incomplete clamps. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff allegedly encountered a partial fire issue with the endowrist stapler 45 instrument. The initial reporter also claimed that post-operatively, the patient experienced an insufficient anastomosis. As a result of the post-operative complication, the patient underwent a left-hemicolectomy procedure via open surgery. However, at this time, the root causes of the customer reported failure mode and the patient's post-operative complication are unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the endowrist stapler 45 instrument allegedly had a partial fire issue and the patient sustained a post-operative insufficient anastomosis. On 09/12/2017, intuitive surgical, inc. (Isi) obtained the following information from the isi clinical sales representative (csr) regarding the reported event: the da vinci-assisted surgical procedure was performed under the supervision of a proctor. The first clamp attempt with the endowrist stapler 45 instrument reportedly failed at less than 80% completion. According to the csr, the stapler instrument was not repositioned and multiple subsequent clamp attempts were performed. The surgeon reportedly fired again using another robotic stapler instrument. The surgical procedure was completed. At an unspecified time post-operatively, an insufficient anastomosis was found and the patient underwent a subsequent left-hemicolectomy procedure via open surgery. On 09/20/2017, isi obtained the following additional information regarding the reported event from the surgeon: the stapler 45 instrument and stapler 45 reload involved with the reported event are not available for return to isi for evaluation. In the surgeon's opinion, the integrity of the affected bowel tissue did not appear peculiar although the tissue had been exposed to radiation prior to the surgical procedure. There was no tissue tension or bunching. The surgeon indicated that he did not encounter any obstructions such as clips, staples, or other hard material while using the stapler 45 instrument. He did not observe any malformed staples. Other than encountering an unspecified number of partial clamping messages, the surgeon did not receive any firing or unclamping error messages. The surgeon clarified that he did not use any other stapler instruments during the surgical procedure. The surgeon did not reinforce the staple line with sutures or mesh. The anastomotic leak was found on (B)(6) 2017. The surgeon believed that the cause of the anastomotic leak was: a combination of staple misfiring, radiation, very adipose pelvis and complex, long first surgery. Apparently to [sic] thick tissue for the blue reload. The surgeon indicated that the staple line was created using 1 blue and 3 green stapler 45 reloads. He did not know which stapler 45 reloads were involved with staple line insufficiency. The patient underwent the left-hemicolectomy procedure on (B)(6) 2017. According to the surgeon, the patient was getting better.